Event description:
The customer reported that an electrosurgical pencil was in use during an open heart surgery. The screen and tone on the generator indicated that the pencil was activating with no one pressing the pencil switch. There was no foot switch attached to the generator. It was unk whether or not there was actual output. There was no pt or staff injury.

Manufacturer narrative:
(B) (4). (B) (4). The site has indicated that the pencil has been disposed of and is not available for eval. The generator has been returned and is under evaluation. When the generator eval is complete, a follow-up report will be submitted.